Manufacturer narrative:
Batch review performed on 10 october 2023. Lot 2206394: (B)(4) items manufactured and released on 23-june-2022. Expiration date: 2026-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved, batch review performed on 10 october 2023: cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2203921: (B)(4) items manufactured and released on 25-may-2022. Expiration date: 2027-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2202298: (B)(4) items manufactured and released on 09-march-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 year after the primary, the patient came in reporting pain due to ta dislocation of the head from the liner and the cause is unknown. When revising the patient the surgeon noticed that the cup had not adhered to the bone in one area, so he decided to revise the cup, head, and liner. The surgery was completed successfully.